Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis. Customer stated that she was pregnant and when inserting, she saw blood at site. Customer was hospitalized due to the infusion set on (B)(6) 2015. Customer's blood glucose was 502 mg/dl at the time. Customer took a manual injection. Customer stated that she has been stable since she has been home. Customer was wearing the pump at the time of the emergency room visit. Customer changed out her infusion set. Customer had an issue with the serter not inserting the infusion set. Customer lost the serter and did not want to troubleshoot for the blood at site.